Manufacturer narrative:
The insulin pump passed displacement test, rewind, error test, self-test, off no power test and basic occlusion test. The pump was was unable to prime during prime test due to moisture damage on the faulty force sensor system. The pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The pump was downloaded properly to care link. However, several alarms were found at the alarm history file. Alarms due to a corrupted history file. The pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of high blood glucose readings. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer stated that the pump was not working as designed. The customer was not able to upload to carelink. The product was returned for analysis.